Event description:
Customer reported that the insulin pump returned a motor error alarm during priming. Customer did not report any significant events leading up to the error alarm. Blood glucose level was 353 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was also received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.